Event description:
Related manufacturer report numbers: 2916596-2021-01587, 2916596-2021-01010.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the modular cable exchange cannot be conclusively determined. It was reported that the patient underwent modular cable exchange on (B)(6) 2020. The patient was not symptomatic and there were no further issues. Multiple attempts to gather additional information was attempted. However, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. C, are currently available. Section 6 of the IFU, under "caring for the driveline", and the section entitled ¿rules for driveline care¿ in the patient handbook, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Call your hospital contact right away if the driveline is damaged (or might be damaged).¿ the IFU also contains further information on use, exchanging, and caring for the modular cable. The relevant sections of the device history records for modular cable lot number 7268173 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped with the lvas kit on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01587. It was reported that log file analysis captured a pump stop on (B)(6) 2020 due to an electrostatic discharge (esd) event. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 4 seconds during this reset. Additionally, the driveline was disconnected to change the controller. The modular cable was also exchanged on (B)(6) 2020. The patient was not symptomatic.